Manufacturer narrative:
This is the same event as 3010536692-2015-00730, -00731.

Event description:
Allegedly, patient was revised due to pain; ambulatory difficulty; elevated cocr ion levels; evidence of loosening; metallosis and inflammation. - right.